Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a critical pump error. The customer¿s blood glucose level was 10.7 mmol/l at the time of the incident. Customer originally called to report damage on the insulin pump, but received a critical pump error alert prior. No troubleshooting was performed, nor treatment was administered. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with high sleep current due to corroded electronic assemblies. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error or blank display anomalies noted. Unit alarmed pump error 75 during selftest due to corroded electronic assemblies. Unit received with corroded motor home switch, stained keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.